Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: the follow-up 1 associated with this medical device report (MDR) was submitted in error. All additional information is included in this follow-up submission.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32154. During ipg replacement surgery it was found that one of the patient's lead had high impedance. As result, the lead was replaced and effective therapy was restored post-operative.